Event description:
It was reported that a patient with a non-(B)(6) device, wanted his implant replaced with an artificial urinary sphincter (aus). No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).